Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing properly during the load fill tubing process. The customer's blood glucose (bg) level was over 400 mg/dl. Tandem technical support provided additional training in regards to the load fill tubing process and the customer continued to use the pump for insulin therapy.